Event description:
It was reported that the ilet user missed a meal announcement, experienced hyperglycemia over 400 mg/dl, then trended to hypoglycemia near 50 mg/dl. The user treated with fast-acting carbohydrates and a sandwich, and later a fingerstick measured 100 mg/dl, with education and troubleshooting provided on missed meal announcements and transfer to a clinical line for further support. Symptoms included hyperglycemia, hypoglycemia, hot flashes, and sweating. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found but identified a usage problem consistent with improper or incorrect procedure, related to the user interface for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.